Event description:
Customer reports back to back testing on the same meter while using the compact system with results of 354mg/dl and 123mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.